Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: lasso catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient with persistent atrial fibrillation and heart failure had pericardial effusion that was conservatively managed with fresh-frozen plasma and protamine. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "ablation versus amiodarone for treatment of persistent atrial fibrillation in patients with congestive heart failure and an implanted device." The purpose of this study was to evaluate whether catheter ablation is superior to amiodarone (amio) for the treatment of persistent af in patients with hf in a randomized controlled trial. One-hundred two (102) patients were received ablation procedure. Suspect device is thermocool ablation catheter, however catalog and lot number are unknown. Concomitant products were used during this study: lasso catheter.